Manufacturer narrative:
The insulin pump had constant motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to self-test, unexpected restart error test, displacement test, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to motion sensor test failure alarm. Unable to confirm unexpected restart alarm due to motion sensor test failure alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an unexpected restart. A cold reset was performed alarm. Blood glucose was unknown. No troubleshooting was performed. Insulin pump is expected to return for analysis.